Event description:
Boston scientific crm received information that this device was explanted for an unspecified reason. It was noted on the explant form that patient complications were experienced during the procedure.

Manufacturer narrative:
Our records show this device was implanted for four years until the time of the patient's death. There were no allegations against the device at the time of death or to this date.